Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The evaluation found cracks in the threaded insert boss in the front case that mount the pumping mechanism into the case. This allowed the screws to loosen, causing separation between front case and mechanical assembly which resulted in excessive force being required to close the door, causing the door not fully latched messages. The front case was replaced.

Event description:
It was reported that a device alarmed for door not fully latched messages. There was no patient injury.